Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced fluctuating blood glucose with prolonged excursions outside of range after dismissing an occlusion alert, consuming meals, and later disconnecting from the ilet, followed by a manual subcutaneous insulin injection; the device was subsequently factory reset and the user was guided to reconnect. Symptoms included hyperglycemia up to 400 mg/dl and hypoglycemia down to 40 mg/dl without loss of consciousness or need for medical intervention. Outcomes included temporary interruption of automated insulin delivery, use of backup therapy with a subcutaneous insulin pen, and resolution of glucose levels to target after approximately ninety minutes. Investigation included technical support troubleshooting and user education on occlusion alert response and reconnection steps. Investigation of this case revealed user dismissal of an occlusion alert, intermittent insulin delivery concern consistent with an occlusion, and successful glucose correction after manual insulin administration. It was concluded that hyperglycemia occurred with cause not fully determined and that an insulin delivery occlusion was involved, with user factors contributing; hypoglycemia occurred after subsequent insulin delivery changes and treatment. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.